Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The caller reported a blood glucose reading of 360 mg/dl during the phone call. The call also stated that the customer was having a lot of no delivery alarms prior to the hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.